Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Additional information was received on jan 5, 2021. The manufacturer received x-rays, other source documents (surgical reports) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to implant fracture. No trauma, no patient fall and no hit reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that a ncb-df plate was implanted on the left side on (B)(6) 2020 and revised on (B)(6) 2020 due to implant fracture. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: 14 undated x-rays were received in four different pdfs for investigation. The pdfs are labelled with trauma, postop, plate fracture and intraop revision which is assumed to be the correct sequence. The trauma labeled pdf includes an ap and lateral view of the left femur and show a fracture of the femur in the distal half. The post op pdf includes an ap and a lateral view of the distal femur. A plate is implanted and fixed with 9 screws. The bone fracture is additionally fixed with two cerclages. The cerclages seem to be positioned between the plate and the bone. The pdf which was labelled plate fracture also includes the same views as before. The plate is fracture trough the 6th hole counting from proximal. The hole is located between the cerclages - also evident that the cerclages were placed between the plate and the bone. The pdf labelled intra op revision includes 8 images that show partial sections of the entire plate. The bone fracture was refixed with two cerclages and a new plate was implanted with 10 screws. Surgical report / release report: the received surgical report, dated on (B)(6) 2020, describes the implantation procedure. The surgery included an open reposition of the left distal femur with 2 cerclages and a 9-hole ncb plate, the indication for the procedure was a left femur fracture distal with multiple fragments. The surgical report has been reviewed, however no conspicuous findings relevant to the reported event have been identified. The release report for the hospitalization of the patient between on (B)(6) 2020 was received for review. The report did not include any additional information relevant to the reported event. Patient data: female, born 1938, 62 kg, 160 cm. 3. Product evaluation: visual examination: the plate as well as screws with locking caps were received for investigation. The visual examination confirms the reported event; it shows that the plate is fractured through one of the holes. On the fracture surfaces there are polished areas and some scratches, probably due to contact between the parts after the fracture. Further, beach lines are visible which point to a fatigue fracture. The fracture origin is located at the beginning of the chamfer in the anterior corner, on the non-bone-facing side. The bone facing side exhibits two lines of polishing proximal and distal to the fracture. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Surgical technique: the surgical technique shows, that a cable fixation options, cable button, is available and are compatible with the ncb distal femur system. The cable button is threaded into a vacant screw hole of a zimmer locking plate to provide a positioning point for the cerclage cable. Conclusion: it was reported that a ncb-df plate was implanted on the left side on (B)(6) 2020 and revised on (B)(6) 2020 due to implant fracture. The visual investigation as well as the review of the received x-rays showed a fracture of the ncb plate through the 6th hole counting from proximal. The bone facing side exhibits two lines of polishing proximal and distal to the fracture. These polishing are consistent with the location of the cerclages seen on the x-ray and derive most likely from the contact between the cerclages and the plate. If and to what extend the placement of the cerclages may have contributed to the fracture of the plate remains unknown. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The visual examination of the plate indicates a fatigue fracture. Fatigue fractures could occur due to a cyclic overloading. Possible contributing factors to the overload could be wrong patient behaviour and / or a not properly healed bone fracture. However, any patient related factors also remain unknown. Therefore, based on the available information and performed investigation, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and experienced implant fracture and is yet to undergo a revision surgery.